Event description:
During a routine hemodialysis treatment while drawing post labs, clotting was observed in the cartridge. The treatment was discontinued without performing rinseback, resulting in an estimated blood loss of 190cc. The patient had previously been on epogen hold and was restarted at 20,000 units weekly. Hb was 9.7 g/dl on (B)(6) 2011. No other medical intervention was required.

Manufacturer narrative:
The exact cause of the clotting is not known. Facility staff attributes blood loss to use issues and not related to the device. There is no evidence to suggest a device malfunction occurred. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.